Manufacturer narrative:
(B)(4). If the information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The lot number and expiration date are currently unavailable.

Event description:
It is reported by our sales rep that a 4.75 anchor pulled out poor bone density on female. It stayed in inserter. They opened a 5.5 hak to complete the case. Both peek anchors were involved. There were no patient consequence.

Event description:
Additional event information received on 9/20/2018. It was noted there was a five minute surgical delay. There were no patient consequences or impact to the user. The lot number should have been submitted with the original complaint. The complaint states that the device is not available to be returned. Discarded.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number and expiration date are currently unavailable.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number and expiration date are currently unavailable.

Event description:
Additional event information received on 9/20/2018. It was noted there was a five minute surgical delay. There were no patient consequences or impact to the user. The lot number should have been submitted with the original complaint. The complaint states that the device is not available to be returned. Discarded.